Event description:
It was reported that a vitality final driver was found stripped. No patient was present at the time it was found, however, the specific patient or surgical information of when the damaged occurred is unknown.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not retrieved and photos were not provided. Device evaluation unable to be completed. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a vitality final driver was found stripped. No patient was present at the time it was found, however, the specific patient or surgical information of when the damaged occurred is unknown.